Event description:
A legal complaint states that patient underwent knee surgery in 1996. The complaint further alleges that the patient developed severe post surgical infection in the knee requiring additional treatment, readmission to the hospital, IV antibiotic therapy and additional surgery.